Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed a compromised wire that could have contributed to the low speed and pump stop events observed in the submitted log file. Evaluation of the submitted log files confirmed the reported low speed and pump stop events. The pump, (B)(6), was returned assembled with the driveline severed approximately 2.5 inches from the nipple housing. Approximately 12 inches of the mid section, and 23 inches of the distal portion of the driveline was returned with the pump. The inflow conduit flex section was returned cut in half. The proximal portion was returned attached to the inlet tube and the distal portion was returned attached to the inlet elbow and the inlet port. The sealed outflow graft and outlet elbow were returned attached to the outlet port. The outflow graft bend relief and bend relief collar were returned detached from the device. Electrical continuity testing was performed on all 3 of the returned portions of the driveline. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Fraying and minor breakdown were observed in the metal braided shield of the midsection of the driveline from 7-8 inches from the end. Areas of more severe breakdown were observed on the distal end of the driveline from approximately 9-11 inches from the controller connector. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. Visual inspection of the midsection of the driveline revealed breaches in the orange wire approximately 7 and 7.5 inches from the end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulation or the underlying conductors that would have contributed to the reported events. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional breach in the yellow wire directly adjacent to the controller connector. All other wires did not reveal any areas of current leakage in the insulation. If the exposed conductors of the orange and yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events. These events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, brown color. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had pump off alarms during power module operation and had been using battery power. The patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 at 3am, the patient experienced two low speed operations and pump stops. The patient was sleeping and did not notice these events. On (B)(6) 2022, the patient came to the outpatient department and a medical engineer found a pump stop on the system monitor. The patient was switched to battery power, as there was concern for driveline fatigue. A review of the log files by technical services found an abnormal low speed advisory event as well as a pump stop event on days 1159-1160 of system controller usage. The end of the log file indicated that the pump was disconnected from the system controller. No imaging or diagnostic testing was done, and driveline damage was not confirmed.